Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the failure mode as a defective reference electrode . The fse replaced the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient samples on a different analyzer and results were normal and correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer provided examples of the erroneous results.